Event description:
It was reported that during the device replacement, an attempt was made to take measurements for this right ventricular (rv) lead, however, this was not possible as the lead recorded pacing impedance greater than 3000 ohms, which is high out of range. The device was replaced and it was attempted again to take measurements without success. This rv lead was then explanted and replaced and the procedure was successfully completed. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.

Event description:
It was reported that during the device replacement, an attempt was made to take measurements for this right ventricular (rv) lead, however, this was not possible as the lead recorded pacing impedance greater than 3000 ohms, which is high out of range. The device was replaced and it was attempted again to take measurements without success. This rv lead was then explanted and replaced and the procedure was successfully completed. No additional adverse patient effects were reported. The lead is not expected to be returned for analysis.